Manufacturer narrative:
One ionic rf¿ generator sn (B)(6) was received into the lab for analysis. Visual inspection revealed the input, output connectors and controls appeared to be free of physical damage. Mounting hardware was on the generator. Normal wear was observed on the exterior chassis. Ac power was applied to the ionic rf generator and the system successfully executed the power on self-test (post) with no faults detected. There were no log files to review for the reported event date. All modes were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no issues were observed. No hardware anomalies were detected in this investigation. The returned ionic rf¿ generator was sent to triage. The reported event was not confirmed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event could not be conclusively determined as the returned ionic rf¿ generator functioned as expected throughout the investigation.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain patient information.

Event description:
It was reported an rfa procedure was abandoned due to generator would not reach a sufficient temperature and would not generate a lesion.